Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿the effect of a collar and surface finish on cemented femoral stems: a prospective randomised trial of four stem designs¿ by jonathan hutt, et al, published by international orthopaedics (2014), vol. 38, pp. 1131-1137, was reviewed. This study was a prospective randomized trial comparing surface finish and the effect of a collar on cemented femoral component subsidence, survivorship and clinical function in 163 hips implanted between 1997-2003. Implanted depuy products: ultima-xl cemented femoral stems manufactured specifically for the trial, 28-mm ceramic femoral heads, and an ultima polyethylene cemented acetabular cup. The manufacturer of the cement used in this study is unknown. Results: 1 patient with 2 dislocations treated with closed reduction. 1 patient experienced a postoperative periprosthetic femoral fracture that was treated with orif. The authors speculated that the fracture was the result of a suspected breach of the femur during intraoperative broaching. There is insufficient information provided to definitively attribute the periprosthetic femoral fracture to the intraoperative femoral broaching. 1 postoperative periprosthetic traumatic femoral fracture caused by an auto accident. This fracture is not attributed to the stem. There was an unknown number of radiographically identified stem subsidence- no patient consequences. 3 cases of radiographically identified stem loosening- no patient consequences. There is insufficient information provided to attribute the loosening to the stem that was cemented with competitor cement. Captured in this complaint: ultima polyethylene cup: implant dislocation. 28-mm ceramic femoral head: implant dislocation. Ultima-xl femoral stem: implant migration: no patient consequences. Ultima-xl femoral stem: no reported product problem, fracture post-op, surgical intervention. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.